Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an isolated out of range shock impedance measurement greater than 125 ohms. Boston scientific technical services (ts) discussed that the patient has an single coil lead that tend to have higher impedances. The patient's impedances have been stable around 110 ohms for several months. It was suggested that the patient continues to be monitored at this time. No adverse patient effects were reported. This product remains in-service.